Event description:
Champion - af study. It was reported a stroke occurred. The patient had been on aspirin prior to the procedure. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. Complete laa seal was noted. The patient was discharged on aspirin and apixaban. 895 days post index procedure, the patient presented to the emergency room with complaints of dizziness and unsteady gait. At the time of the event, the patient was on aspirin. The patient was hospitalized. Computed tomography angiography (cta) of the head and neck was performed which was negative for an acute intracranial process. The patient was diagnosed with transient ischemic attack (tia). Oral medication change/adjustments was performed in response to the event. The modified rankin scale (mrs) and nih stroke scale scores were noted to be 0. The patient was discharged home.